Event description:
An ophthalmic surgeon reported that during a cataract procedure, the system did not respond to the footswitch orders. Additional information has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed. A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).